Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. The customer¿s blood glucose level was 47 mg/dl at the time of the incident. It was reported that the customer had a low blood glucose alert. The customer was advised to check the connection bridge on the transmitter for damage. The insulin the pump will not be returned for analysis